Event description:
It was reported that the ilet pump¿s screen was shattered during an obstacle course, rendering the device unusable. Symptoms included no injury to the user. Outcomes included a device replacement being processed and the original device pending return. Investigation included review of the reported damage to the display and assessment of device usability. Investigation of this case revealed physical damage to the screen consistent with impact, resulting in loss of display function. It was concluded, based on previously established findings for similar reports, that the cause was external physical damage unrelated to a device manufacturing or design defect.